Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal end of the stent stabilizer was fractured. This occurred during packing of the device post procedure. The delivery catheter was noted to be kinked and flattened in a number of locations. There was also blood noted within the delivery system. The distal taper tip was noted to be missing from the distal end of the stent stabilizer. During a functional inspection, the delivery system was flushed and an attempt was made to advance the stabilizer to deploy the stent from the delivery catheter, extreme friction was experienced and the stabilizer was unable to be moved or the stent could not be deployed. Due to the condition of the stabilizer, it was not possible to advance a guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent stabilizer/guidewire friction' was unable to be replicated, however the analysis results are consistent with the reported event. The reported 'stent failed/unable to deploy' was confirmed during analysis. The device failed to meet specification when received for analysis. It was reported that when delivered it along with the guidewire, big resistance was encountered and after several tries it was not able to be delivered to the lesion. Replaced the stent with another one to finish the procedure. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. Resistance was felt between the guidewire and inner body/stent stabilizer and there was resistance encountered during deployment of the stent. The device was returned and the delivery catheter was noted to be kinked and flattened, the distal taper tip of the stabilizer had been detached, the stabilizer was unable to move within the delivery catheter and the stent was unable to be deployed. The damage noted to the device is consistent with the reported event. It is probable that there were anatomical and/or procedural factors present during the clinical procedure which may have caused the reported difficulty to advance the stent system over the guidewire and the subsequent failure to deploy the stent, and the damage noted to the returned device, including the detachment/fracture of the distal taper tip of the stent stabilizer. An assignable cause of procedural factors will be assigned to the reported 'stent stabilizer/ guidewire friction' and 'stent failed/unable to deploy', and to the analyzed 'stent delivery catheter kinked/bent', 'stent delivery catheter flat/crushed', 'stent stabilizer broken/fractured during use', 'stent stabilizer/catheter friction' and 'stent failed/unable to deploy', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent (subject device) was returned for analysis and it was discovered that the distal taper tip of the stabilizer had been detached during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.